Event description:
(Os 16.750). The dentist reported 3 months after the dental implants was installed in intraoral region #19 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.